Manufacturer narrative:
(B)(4). Batch # r40c1v. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an ear nose and throat procedure, after the device was used, it was placed aside on the surgical drape. The surgeon informed the bio-med that the device self-activated and burned a hole in the drape. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92p5p. Investigation summary: the device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.